Event description:
Pt reported, the infusion set was leaky between the soft-cannula and the self-adhesive on (B)(6) 2011. Pt reported, his blood glucose level was 300 mg/dl at 6:00 pm and was able to get his glucose under control by himself. Pt stated on (B)(6) 2011 at 7:00 am, he changed the infusion set completely and at 1:00 pm, his blood glucose was 280 mg/dl. Pt reported, the infusion tubing had separated from the infusion adapter. Pt reported between 8:00 - 9:00 pm, his blood glucose level was 250 mg/dl and he noticed the infusion tubing was separated from the connector plate. Pt stated, he took correction via the infusion device. Pt reported on (B)(6) 2011, his blood glucose level was 318 mg/dl and he changed the infusion set completely. Pt stated, he noticed the luer from the infusion set was damaged. Pt reported, he changed to a new infusion set, took correction via the infusion device and was able to get his blood glucose level under control by himself. Pt reported his blood glucose level at 6:00 am was 150 mg/dl and at 7:00 am, his blood glucose level was 140 mg/dl. Pt's normal blood glucose level was not provided. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.